Manufacturer narrative:
.

Event description:
It was reported that prior to a laparoscopic gastric bypass, the ancillary trocar was broken. Another device was opened and the case was completed. There was no consequence to the patient.